Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed, a failure occurred upon insertion in type ii bone. Clinician reports a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the immediate implant was placed, a failure occurred upon insertion in type ii bone. Clinician reports a fistula. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)